Event description:
It was initially reported that the device was explanted after implant duration of zero days, due to unknown reasons. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. The surgeon's were unhappy with the results of the repair and decided to go with a mitral valve replacement.

Event description:
Device malfunction: failure to deploy - locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the plunger did not engage to deploy the locator wings. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Through requested, no add'l info was provided.

Manufacturer narrative:
Unsuccessful ring repair.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via email), additional information was received. The operative report was requested, however, it was not provided. A device history record review is in process.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.